Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant, this right atrial (ra) lead was repositioned due to low amplitude measurements and a change in threshold measurements resulting in loss of capture. It was indicated the change in threshold measurements was a result of the patient's condition. No additional adverse patient effects were reported.